Event description:
Home patient (hp) reports a leak in patient line tubing of homechoice set, noted in drain 2 of homechoice treatment. Family member of hp reports pet cat chewed into line creating hole. Family member reports cat is not allowed in bedroom or near supplies, but managed to sneak under the bed the night of incident. No patient injury or medical intervention required per family member of home patient.